Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Missing UDI. A medtronic representative went to the site to test the equipment. Testing revealed that the breakout box was damaged. The box was replaced. The system then passed the system checkout and was found to be fully functional. The breakout box was returned to the manufacturer for analysis. Analysis found that the returned break out box had been opened. As reported, one of the wires to the foot switch port had broken free. As a result, the foot switch port was inoperable. Analysis found that the reported event was related to an electrical issue. Missing device manufacture date. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the physical footswitch was not responsive. The footswitch was recently replaced. When the representative removed the breakout box on the side of the system, he noticed that there was a broken red wire that went to the footswitch port. No patient present.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the manufacturer representative (rep) determined that the cause of the foot pedal issue was that the red wire was broken off from the connector.